Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported on behalf of her son who experienced a skin reaction while wearing an adc freestyle libre sensor. On (B)(6) 2021, customer experienced sharp pain and noticed redness and swelling upon removal of the sensor on the third day of wear. Customer had contact with a nurse, however no medication was provided and he was treated with nurofen by his mother. On (B)(6) 2021, customer still experienced sharp pain and was taken to the doctor who squashed the swollen area and noticed pus. No medication was provided and customer was advised to visit medical center daily for the dressing. On (B)(6) 2021, it was noticed that the site was "badly infected" and the physician performed an incision to remove all the pus and prescribed amoxicillin/ clavulanic antibiotic and tramadol for treatment. There was no report of death or permanent injury associated with this event.